Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an acdf (anterior cervical discectomy and fusion) at c3-c5 with c4 subtotal vertebrectomy. Postoperatively, the patient was prescribed with a soft collar, but felt it uncomfortable and did not wear it properly. Twenty-four days post-op, it was found that a screw at the cranial side of the cervical plate backed out approximately 3-4mm. A revision surgery was performed two days later to replace the screw with a larger one. The physician stated that "the locking washer did not cover the screw tightly". The revision surgery was completed successfully and no other complications were reported.